Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a possible right side deflation, then determined it was intact. Later a different healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: openings, crease fold, wear abrasion, and white particles in the surface of the shell. Leak test was performed and found opening on device. A microscopic analysis was performed which identify three crease smooth opening on the device. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease smooth opening on posterior assessed to a fold flaw opening. A crease smooth opening on radius assessed to a fold flaw opening. A crease smooth opening on anterior assessed to a fold flaw opening.

Event description:
Device was explanted.